Manufacturer narrative:
Internal file number: (B)(4). Corrections: event description. Initial reporter information. Catalog#. Evaluation summary: a visual inspection was performed on the returned device. The reported shaft break was confirmed. The reported cracked hub could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported shaft break appears to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Correction: the complaint device was a 2.5x38mm xience xpedition, not a 2.5x28mm xience xpedition as initially reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that out of package, the 2.5x28mm xience xpedition stent delivery catheter (sds) was cracked/broken. The sds was not used. Another unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.